Event description:
A family member reported that the ok button was "misbehaving" and was getting more difficult to elicit a command. The patient reportedly wore the pump on waist and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2011 with the following findings: the ok and down buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).